Event description:
Consumer reported she was injecting with insulin using pen needle, when she was done and pulled out the pen, the needle was gone. The needle stuck in her belly. Consumer had to go to the hospital and the surgeon tried to find the needle, but could not.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.